Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a broken door. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). Evaluation information: the flogard infusion pump was serviced on-site. A visual inspection and a five minute battery test were performed. During visual inspection it was identified that the door was broken. The door assembly was replaced to fix the found condition. If additional relevant information is obtained, then a follow-up MDR will be submitted.